Event description:
It was reported that, while in use on a patient, a 980 ventilator experienced the safety valve open (svo) condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se reported that the patient received a treatment which caused the patient to spit mucous in to the circuit, generated a severe occlusion that could not be cleared, and subsequently, generated an svo condition. The se removed the replaced the patient circuit. The se performed calibrations and extended self-testing on the device and all tests passed.